Event description:
It was reported that during a cystectomy procedure, instrument hooks, handle did not close completely (to move the knife), jaw did not open automatically, had to open manual. Procedure completed with same like device. No further information is available. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). The device was received with the knife buckled and the jaws closed. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). During functional testing, the blade did not return after the handle was depressed and the jaw did not open. The jaws were opened by applying an opening force on the handle with two hands. The knife blade was buckled which resulted in the jaws not opening.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.